Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed one patient was not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single patient was not crossing to station. A technical support specialist dialed into the server and station, logged into patient encounter system (pes) and confirmed patient details, verified the patient presence in the station. Contacted the customer and confirmed that the customer was able to locate the patient details in the station and successfully pull the medications. Informed the customer about temporary patient deletion, explained that it will auto-delete if there are no transactions during the inactivity period. The customer acknowledged the information and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.